Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was advanced without issue. During use the clip delivery system (cds) was curved about 120 degrees with the m/l knob pointed at 5.00 o clock. While checking the gripper line removability, the line moved 1 cm, then resistance was felt and the gripper line would not move anymore. The rest of the deployment steps were performed following the instructions for use, after which the gripper line was removed easily. 2 clips were implanted, successfully reducing mr grade to less than 1. No adverse patient effect or clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The user reported curving the device more about 120 degrees. Per the japan mitraclip instructions for use (IFU), the device should not be curved more than 90 degrees during use. This information suggests that the event contributed to the reported difficulty to remove the gripper line as extreme curve on the device can result in increased tension, which can contribute to difficulty removing the gripper line. All available information was investigated and the reported difficulty to remove the gripper line appears to be related to the user curving the device more than 90 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.